Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. A false negative may occur when sampling is not performed as described in the instructions for use (IFU). The limit of detection varies depending on the type of test. A negative result may occur due to an insufficient amount of virus in the sample. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported false negative results with the covid-19 at-home test compared to a test performed by a healthcare professional. On (B)(6) 2022 at approximately 2:00 pm, the consumer began experiencing symptoms that included chills, feeling cold, pressure on her face, and her facial bones ached. On (B)(6) 2022 at 5:30 pm, the consumer performed a covid-19 at-home test and the result was negative. On the night of (B)(6) 2022, the consumer had a fever of 102.7 degrees which continued into the next morning. On (B)(6) 2022 at 12:00 pm, the consumer had a nasal swab test performed at her doctor's office and the result was positive. The type of test used was unknown to the consumer. On (B)(6) 2022 at approximately 2:30 pm, the consumer performed a covid-19 at-home test and the result was negative. No other information can be provided. No additional information about treatment and outcome was provided.